Event description:
During follow-up, sensing noise was observed on the right ventricular (rv) lead. Noise could be reproduced with provocative testing. The patient was stable and will continue to be monitored. There were no adverse consequences.